Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: only the sheath is returned. According to specifications the sheath length must be 65cm, but returned prox. Portion is only 56cm, ie approx. 9cm was missing - probably cut off. Several kinks/imperfections were found on the sheath and approx. 29cm from fitting the filter has penetrated. Based on these findings it is suggested the sheath encountered resistance beyond its intended design during advancement through reported tortuous anatomy. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may kink if forcefully advanced through tortuous anatomy and the filter legs may be prone to exceed the sheath wall, if advanced through a kinked sheath. Investigation found no evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein. The filter introducer would not advance through the sheath. The delivery system was removed from the patient, then the physician found that the sheath was split. Another sheath from retrieval set (gtrs-200-rb) was used instead with the filter introducer, and the filter could be placed. Patient outcome: there have been no adverse effects to the patient reported.